Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. The lens was explanted on (B)(6) 2009 due to excessive vaulting. Subsequently, the patient experienced significant reduction of irido-corneal angles. A shorter lens was implanted on (B)(6) 2009, which resolved the problem. The patient's post-op bcva was 20/30.

Manufacturer narrative:
Method: medical review. Results: medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history and medical review, a probable cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).